Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had a fall on the night of (B)(6) 2017. The patient went to the hospital and was in the hospital for 4-5 days and it was determined at some point that their therapy was turned off. The caller didn't remember it being turned off and was not sure if they had to do an EKG or anything that would of required it being turned off. The patient consulted with the friend that was with them and they didn't recall it being turned off. The caller stated that the therapy had been great and the recharging was great, the patient was charging up to 100%. The caller indicated that the 8840 diary showed 0% use but this was the second interrogation today. The caller pulled up the report from the previous session and the dates were (B)(6) 2017 and the use showed 100%. They were unable to see data from any earlier to find where the device had been off. The caller doesn't remember the therapy being turned back on either. No further complications were reported as a result of this event.